Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with occult blood in his stool. The index procedure treated the 90% stenosed, 2.6x32mm target lesion located in the left circumflex artery. Treatment consisted of pre dilation with an unspecified balloon, the placement of a 2.75x32mm taxus express2 study stent and post dilation performed using a kissing balloon technique with the stent delivery balloon and the pre dilation balloon. Ivus was performed confirming the stent was well expanded resulting in 0% residual stenosis. The patient was discharged 3 days later with no anginal symptoms. In (B) (6) 2008, occult blood in the patient's stool occurred. Salazopyrin was prescribed to the patient. Per the physician, the event was caused by nonspecific colitis. In (B) (6) 2009 and (B) (6) 2009 non target vessel revascularizations occured. No additional information has been received. At the two year follow up visit in (B) (6) 2009, the patient had no anginal symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).